Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of the insulin pump was not working. The blood glucose level of the customer was 101 mg/dl. The customer was assisted with the troubleshooting. It was stated that the clock was advancing on the insulin pump. The insulin pump will be returned for the analysis.